Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing poor loudness growth and discomfort with the device. The discomfort is only present when the device is in use and is more prominent at higher stimulation levels. It is thought there has been a partial migration of the device. Reportedly a full insertion was achieved at implantation. CT imaging has been requested and revision surgery is being considered.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing sufficient benefit to the recipient due to a partial post-operative active electrode migration out of the cochlea. In addition the most apical channel showed hi impedance for undetermined reasons. The active electrode array was re-inserted and the device remains implanted and in use.

Event description:
The user was experiencing poor loudness growth and discomfort with the device. The discomfort was only present when the device was in use and was more prominent at higher stimulation levels. Reportedly a full insertion was achieved at implantation and confirmed by a post-op x-ray. The device was re-positioned.